Event description:
It was reported by the affiliate that during an unk procedure, the blade was broken off and the device became non-functional. As the surgery was an open surgery, the piece was retrieved soon even if the broken piece fell into the pt. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.